Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 2.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks and a complete hypotube break at 16.5 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. Following rotational atherectomy was performed, a 2.50 x 32mm synergy xd stent was advanced for dilatation. However, during advancing, the shaft broke 15-20 centimeters distal from the hub. The device was simply pulled out of the guide catheter intact. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. Following rotational atherectomy was performed, a 2.50 x 32mm synergy xd stent was advanced for dilatation. However, during advancing, the shaft broke 15-20 centimeters distal from the hub. The device was simply pulled out of the guide catheter intact. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.